Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Internal inspection of the video cable showed the charge coupled device was damaged. Investigation has shown that degradation of the charge coupled device or the close control unit in the video cable can cause a pink or green image as a result of prolonged heat. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was producing a discolored image during the evaluation. Additionally, there were several other forms of material wear and tear noted throughout the device. Those include dents, scratches, and corrosion. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoeye hd ii telescope was producing a green image during procedure preparation. The customer confirmed that this event did not result in any patient harm.